Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that during a pt procedure, while the pt support tabletop was in motion, using the "auto-enable" function, the pt came into contact with the CT-gantry cover. A physician diagnosed the pt as sustaining a broken arm due to event. The field service engineer (fse) evaluated the system and determined that no parts needed to be replaced.